Event description:
It was reported the patient had his spectra penile prosthesis replaced with an inflatable penile prosthesis as the patient did not like the malleable device and it caused some "minor pain." No further patient complications were reported in relation to this event.